Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the quick coupling device would not hold the k-wire. During in-house engineering evaluation, it was determined that the quick coupling would not hold the k-wire and the device was vibrating while running. It was also observed that the components were worn, corroded and the clamps were damaged. The device failed pre-tests for self-holding, untrue running, gripping power and function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.